Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alaris pcu had corrosion/green deposits on the right iui connector. There was no communication between large volume pump module (lvp) and pcu. Moved lvp to left side of the pcu and it worked fine. There was no patient involvement.